Event description:
Complaint rec'd reporting inflation problem with use of one 41237-06 td catheter. The facilities incident report states "inserted swan to pat. Balloon would not expand or wedge in pulmonary artery. Air bubbles noted when attempting to expand balloon tip. Cath removed and replaced." The hospital report also indicates the catheter device was used correctly, which would have included pre-insertion testing for inflation integrity. There were no reported adverse patient consequences. Although the MFR requested additional relevant information as of the date of this report there has been no response, nor receipt of the involved catheter devices and/or same lot samples. Mfg lot build records: (B)(4).

Manufacturer narrative:
Conclusions: as the involved device was not returned for analysis and confirmation, the exact cause of the reported problems remains unknown. The MFR will continue to monitor and trend these types of issues.